Event description:
Report received of separation. The facility contact reported the tubing disconnected form the drip chamber while infusing. There was no patient injury reported. Information has been requested regarding the medication being infused. No additional information available.